Manufacturer narrative:
Per (B)(4) initial report: additional information including operative notes, patient medical history and an update on the patient following the revision has been requested and if received will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records were manufactured, packaged and sterilized to the correct specifications at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the biolox delta ceramic head after 2 weeks due to infection. A non-corin liner was also revised.

Manufacturer narrative:
Per (B)(4) final report: additional information including operative notes, patient medical history and an update on the patient following the revision was requested, however, this information has not been provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records were manufactured, packaged and seterilized to the correct specifications at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported infection could not be determined. Infection is a known complication with any invasive surgery. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head after approximately 2 weeks due to infection. A non-corin liner was also revised. A non-corin stem and cup remain in situ.